Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified that there was no specific complaint related to an atrial cable. The problem was confirmed with the atrial connector of the epg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) experienced an unspecified failure. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis : analysis revealed that the external pulse generator (epg) had a missing ring, missing ring cover, missing bail attachments, missing covers. Incoming inspection noted that the atrial cable (positive/negative) had failed during multiple tests. There are no spare parts available to service the epg. The epg and atrial cable were returned to the customer; customer was advised not to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that upon incoming inspection that the atrial cable had failed.